Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Acunav catheter ¿reprocessed by sterilmed; catalog #: r10135936, lot #: unknown. Coronary sinus catheter ¿ reprocessed by sterilmed; catalog #: biof5dap282ct, lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, suffered a cardiac tamponade, which required a pericardiocentesis and surgical intervention. The patient¿s medical history is unknown. The physician stated that the left superior pulmonary vein (lspv) was very difficult to isolate. Several temperature limiter warnings occurred. The stockert generator was reset numerous times and the procedure resumed. At some point while attempting to isolate the lspv, the patient became hypotensive. A pericardial effusion was confirmed by an intracardiac echocardiography (ice). The patient went to the or for surgical repair of the perforation. An emergency pericardiocentesis was performed extracting approximately 60 cc of fluid. The patient¿s blood pressure then stabilized. When the catheter was removed, there was a large amount of char on the tip of the catheter. The physician did not have difficulty in maneuvering the catheter. There were many ablations prior to the event. The act was maintained from 300-350. The patient did require hospitalization and it was reported that she was in stable condition. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure and possibly device related. The physician stated that he felt that the issue occurred due to extensive ablation trying to isolate the lspv. Settings during the event include: manual mode/ power setting at 50w / temperature cut-off 45 / irrigation flow setting 15 / sheath used was the slo. The returned device was visually inspected upon receipt and char was found on the tip dome. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Therefore, it remains unknown the origin of the char and the temp limiter error since the catheter met the manufacturing specifications. Furthermore, the catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar was folded. However, this is not related with the pericardial effusion. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the deflection test but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to investigate the t bar issue.

Event description:
It was reported that a patient, (B)(6)female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, suffered a cardiac tamponade, which required a pericardiocentesis and surgical intervention. The patient¿s medical history is unknown. The physician stated that the left superior pulmonary vein (lspv) was very difficult to isolate. Several temperature limiter warnings occurred. The stockert generator was reset numerous times and the procedure resumed. At some point while attempting to isolate the lspv, the patient became hypotensive. A pericardial effusion was confirmed by an intracardiac echocardiography (ice). The patient went to the or for surgical repair of the perforation. An emergency pericardiocentesis was performed extracting approximately 60 cc of fluid. The patient¿s blood pressure then stabilized. When the catheter was removed, there was a large amount of char on the tip of the catheter. The physician did not have difficulty in maneuvering the catheter. There were many ablations prior to the event. The act was maintained from 300-350. The patient did require hospitalization and it was reported that she was in stable condition. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure and possibly device related. The physician stated that he felt that the issue occurred due to extensive ablation trying to isolate the lspv. Settings during the event include: manual mode/ power setting at 50w / temperature cut-off 45 / irrigation flow setting 15 / sheath used was the slo. Per 21 cfr, part 803, this complaint is reportable.